Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Microscopic examination of the device revealed that the middle of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.

Event description:
Reportable based on device analysis completed on 14jun2019. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 12 x 3.50 rebel stent was advanced but failed to cross the lesion. There were no patient complications reported. However, returned device analysis revealed stent damage.